Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, blood coagulation disorder, diabetes mellitus, perhaps infection, swelling, bleeding, inflammation. Wound-healing disorder probably due to diabetes.